Event description:
It was reported that during implant of this right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed after multiple placement attempts. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. During clean up following the procedure, this lead was mistakenly cut. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the lead was returned in two segments severed 97 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of the surgery related damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right ventricular (rv) lead, high out of range pacing impedance measurements greater than 2,000 ohms were observed after multiple placement attempts. The lead was attempted, but not implanted. Another lead was successfully implanted and the procedure was completed. During clean up following the procedure, this lead was mistakenly cut. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.